Manufacturer narrative:
For the reported malfunction, the lot number was provided, therefore a lot history review was performed. The device was not returned for evaluation, but medical records were provided for review. The investigation is confirmed for unintended movement and perforation. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the report information indicated that model md800f vena cava filter allegedly experienced unintended movement and perforation. The information was received from a single source. The malfunction involved one patient with no reported patient injury. The patient is a (B)(6) year old male who's weight was not provided.